Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they have a discrepant results on sars/cov-2. Field service was dispatched. Field service replaced the readers and performed health check and voltage check. Field service checked the tray position and verify the proper operation of the instrument. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2022, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determine with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were discrepant results. No patient impact reported. The following information was provided by the initial reporter: "reproducibility of CT values is poor, and n2-positive results may become negative." Tue oct 10 02:57:39 utc 2023 - patient fields updated: hazard, injury or erroneous results? No. Shuhei tsushima : 2023-10-10 02:56:34 (gmt). Max - (B)(6). Reproducibility of CT values is poor, and n2-positive results may become negative.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6).there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k130470.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were discrepant results. No patient impact reported. The following information was provided by the initial reporter: "reproducibility of CT values is poor, and n2-positive results may become negative."